Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4. The device was not returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited white balance cannot be obtained. The issue occurred during a therapeutic procedure of bladder stone removal. The intended procedure was completed with the same device. There were no reports of patient harm.